Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The pump was visually inspected. During the battery test a damaged main battery was detected. The main battery was replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order.

Event description:
During the on-site product evaluation, the baxter service technician found that the flogard infusion pump had a battery damaged. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.